Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely increased total bilirubin result generated on the architect c16000 analyzer for one patient. The customer repeated the sample which generated a lower result. The following data was provided: sid (B)(6) initial result = 130.5, repeat result = 9.04 the sample was centrifuged again and repeated result = 10.3 no impact to patient management was reported

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c16000, serial number (B)(6). The field service representative (fsr) resolved the issue by replacing parts including the bellows, bellows only (rohs) (2-89054-02). No additional discrepant result issues have been reported since the service activity was completed. The bellows, bellows only (rohs) (2-89054-02) were determined to be the likely causes of the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6), was identified.